Event description:
During an initial implant procedure, it was difficult inserting the left ventricular (lv) lead into the device header. After the lv was inserted into the device header, high pacing impedance, failure to capture, and failure to sense were observed on the device. After a second attempt with the same results, the device was explanted and replaced to resolve event. The patient was stable.